Event description:
Dealer originally called and said the seating was not working. What was really happening is that the customer would switch to drive 4 for seating and it would switch back and forth between seating and driving as if the egg switch were being activated. Then he said that the recline would only go back. I am not sure of any of the previous claims were true, but the recline actuator would not calibrate. We plugged an egg switch into the recline actuator to try to get it to move. Advised to replace the tukt actuator as it will not jumper out.